Event description:
Iridocyclitis [anterior uveitis]. A physician reported that a patient underwent in 2003 cataract surgery with phacoemulisfication using viscoelastic irrigating solution. An intraocular lens was implanted (ceeon 911a 21.5d). The immediate post-operative period was uneventful and the patient had good visual recovery. As a post-operative routine, the patient was started on an anti-inflammatory dexamethasone eye drops in atapering dose starting with four times daily and ending with once daily administered over a four week period. While on dexamethasone therapy, the patient developed iridocyclitis with moderate to severe anterior uveitis. The patient was put on another course of dexamethasone eye drop tapering dose again starting with four times daily and reducing to once daily in four weeks. The patient recovered.